Event description:
A malfunction was reported by the customer, identified by a displayed malfunction code. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, who provided pump reset information and assisted with resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if the issue reappears.